Event description:
Customer reported a blank display on her insulin pump. Customer's blood glucose is 163 mg/dl. She said she fell on the device in february. Customer uses duracell batteries. The battery cap, compartment, and springs are not damaged or corroded. Customer removed the battery for ten minutes, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, and off no power tests. No blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, and a cracked reservoir tube lip.